Event description:
Information was obtained from a journal article which reported that a patient underwent total hip arthroplasty on an unknown date and was subsequently revised due to acute pain. The onset of pain was approximately three months after the initial surgery. Radiographs were taken and no loosening or migration of the components was noted. The hip was aspirated and nonviscous fluid was extracted. During the revision procedure, a large thick-walled cyst consistent with a pseudotumor was removed. The acetabular cup and modular head were also removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification needed to review device manufacturing history records was unavailable. This report filed (B)(6) 2010.